Event description:
Caller reported that t:slim x2 pump battery would not charge, with a power source alert occurring in the pump history marked as alert 07. There was no adverse impact to the customer¿s blood glucose level. The issue resolved prior to the call to technical support, and the pump began charging without further assistance required, using a tandem wall adapter and charging cable.